Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure. Upon implant, it was observed that the rv lead failed to capture and had perforated through the myocardium due to stiffness of the lead. The rv lead was removed during the procedure and successfully replaced. The patient remained stable.